Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 431 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer reported that the insulin pump received external ram crc error alarm and it was informed to the customer that it is a meter issue. The insulin pump will not be returned for analysis.